Event description:
It was reported that the tip of the driver warped while advancing the screw. No patient complications were reported.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The tip of the mas screwdriver has been sheared off and is missing, cause unknown.